Event description:
N/a

Manufacturer narrative:
An event of chest pain was reported. Information from the field indicated that a pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. The final implant depth was 3.98mm on the non-coronary cusp (ncc) and 7.11mm on the left non-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization or prolonged hospitalization was a case specific circumstances as patient required unplanned in-patient hospitilization.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 291s and heparin was given. A pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. The final implant depth was 3.98mm on the non-coronary cusp (ncc) and 7.11mm on the left non-coronary cusp (lcc). On (B)(6) 2024, the patient had a chest pain and discomfort and went to outside emergency room (ER). The patient had a electrocardiogram (EKG) and a transthoracic echocardiogram (tte) and noted normal. The chest pain was discontinued. There was no treatment required for chest pain but patient required unplanned in-patient hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.